Event description:
The husband initially reported that his wife was having unexplained high blood glucose levels. To gather more detailed info, the patient was contacted. The pt stated that she believes her infusion device is causing her to have high blood glucose. The pt stated that she did not remember many of the specifics, because this happened in 2006. The patient indicated that her blood glucose was from 300-350 mg/dl. The pt stated that she had to switch to injection therapy. She reported symptoms of nausea, thirst and extreme drowsiness. She stated that her infusion device did not provide any alarms, and she could only get her blood glucose under control with insulin injections. The pt used injection therapy for at least a month before she realized she had a back-up infusion device. The patient switched over to her back-up infusion device, and her blood glucose has returned to normal. The product has been requested for return to be evaluated.